Event description:
Boston scientific received information that this patient had experienced a syncopal episode and fell which resulted in a head laceration.

Manufacturer narrative:
The caller will follow up with this patient's cardiologist. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.